Event description:
Caller states the inform meter showed signs of melting and burning. Caller states the connector pins of the meter were burnt and the casing of the meter was melted. No adverse event reported. Requested return of suspect device and replacement was sent.